Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-08165. It was reported the patient is experiencing ineffective stimulation for the left back target area. X-rays revealed both leads had migrated. Patient may be awaiting lead revision.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-08165. Follow up information identified the patient¿s leads were repositioned on 25 january 2018. Postoperatively, effective therapy was restored.